Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited signal artifact. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. Further information was requested but not received.